Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 1356931. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ prn y adapter 22 ga 1 in was damaged and leaked. The following information was provided by the initial reporter, translated from chinese to english: the nurse found a case of exudation of prn of a newly used 22g closed vein indwelling needle, which was found to have cracks, suspected quality problems.